Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the device manufacture representative that the patient experienced a return of spasticity with the motor stall. The motor stall issue had been resolved, as the pump was replaced. If additional information becomes available, a supplemental will be submitted.

Event description:
It was reported that event logs identified a motor stall occurred and the stall never recovered. The device was explanted and was returned to the device manufacturer. The patient experienced a generalized withdrawal and it was noted that the patient was ¿alive ¿ with injury.¿ the type of medication being delivered via the device system was lioresal. Additional information has been requested regarding the patient¿s symptoms and outcome but was not available at of the time of this report. If additional information becomes available, a supplemental will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing.